Manufacturer narrative:
(B)(4).eval summary: the analysis results showed that one ems device (a) was returned non-functional with a jammed staple in the cartridge nose and with the nose open due to a nonconforming cartridge weld; no functional test was performed. The analysis results showed that the ems device (b) was returned in good visual condition. The device was fired and two staples were properly fed, upon the third firing the device jammed due to a non-conforming staple stack. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap inguinal hernia procedure, the device was inserted in the pt's abdomen and properly actioned. After the first firing action that was concluded successfully, the surgeon realized that no more staples were present in the device itself. It meant that the device was only 1 staple loaded. The procedure was carried out and finished by using a new device. No adverse pt consequences.